Event description:
It is reported that the pt is experiencing extreme discomfort.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the surgical notes state that the left hip was being replaced due to severe avascular necrosis. It is unk if the pre-existing condition is contributing to the pain. The surgical notes do not make mention of bone quality. Based on the surgical notes, the total left hip arthroplasty was a success with good cup positioning and stable head through the full range of motion. No x-rays are available. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Where lot numbers are available, review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.